Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reports taking humalog based on result of 145 mg/dl obtained on the advantage system while using comfort curve test strips. Approximately 2 hours later customer was found passed out; his wife tested him and obtained result of 82 mg/dl. Customer's wife attempted to treat him with sugar and water; emergency medical technicians (emts) were called, and customer tested 22 mg/dl on professional meter 20 minutes after result of 82 mg/dl. Customer was treated with 2 tubes of glucagon and taken to the hospital when he was released 3 hours later (customer did not know if additional medical treatment was provided). Requested return of suspect device and replacement was sent.